Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was very difficult to press and required extra force in order to activate the pump display. There was no reported adverse impact to the customer. No additional information was provided.